Event description:
It was reported that a malfunction alarm occurred, specifically malfunction code 12. The issue did not cause the customer¿s blood glucose level to exceed normal levels. Technical support provided instructions for resetting the pump, and the issue was resolved as the malfunction code did not recur. The customer understood the instructions and was advised to call back if any future issues arise.